Event description:
Two balloons were received damaged. When the first balloon was taken from the package it was noticed that there were kinks on the catheter. This balloon was put aside and another balloon was opened which, was also kinked. This balloon was used in a carotid angioplasty procedure, but would not inflate due to the kinks in the catheter. The balloon was safely removed without losing target position and a third balloon was opened and used. The procedure was successfully completed. There was no injury to the patient. As per the contact person, there is no additional patient or procedural information available.